Manufacturer narrative:
As the devices in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-07-30. As no product has been returned, a final determination of the root cause is not possible. A review of similar cases on article code 011050-10 indicates that the event has been caused by excessive force applied to the electrode during application. Generator as well as sheath are most likely not responsible. Internal karl storz reference number: (B)(4).

Event description:
It was reported that there has been a burn of the electrode itself, detaching the part of the electrode with which the tissue is cut, leaving this also within the patient. According to further information, the gynaecologist detected the detached part and retrieved it. Due to contradictory information, this case is deemed reportable as a precautionary measure. Further information was requested and the user confirmed, that the broken off part has been retrieved.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there has been a burn of the electrode itself, detaching the part of the electrode with which the tissue is cut, leaving this also within the patient. According to further information, the gynaecologist detected the detached part and retrieved it. Due to contradictory information, this case is deemed reportable as a precautionary measure.

Manufacturer narrative:
As the devices in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-07-30. As no product has been returned, a final determination of the root cause is not possible. A review of similar cases on article code 011050-10 indicates that the event has been caused by excessive force applied to the electrode during application. Generator as well as sheath are most likely not responsible. Update on 2025-06-23: one of the involved items has been received for investigation on 24-03-2025: zc#: (B)(4); material number: uh400; material name: autocon iii 400 high end, 220-240v. The investigation of the returned product did not reveal any new findings regarding the possible cause, which is why the assumption from report version ba is still valid. According to the investigation results the connection sockets and the neutral electrode socket are corroded due to liquid ingress. Corrosion has also been detected in the device due to liquid ingress. The ingress of liquid does not influence the functionality of the autocon. Furthermore, the liquid ingress has also no effect corresponding to the provided power to the electrode. The event is filed under internal karl storz complaint ID: (B)(4).